Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the lever of the right plunger case was broken off. Customer?s reported issue could not be duplicated because the pump could not run due to the plunger lever being broken off. The root cause of the reported issue was determined to have been caused by issue is a result of the customer's physical damage to the device. Actions taken to mitigate the reported issue: replaced size pot as a preventative measure, part was over 6 years old. Replaced right plunger case with plunger lever.

Event description:
It was reported that the device is not recognizing the syringe and also a broken little handle. No patient injury reported.